Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was unresponsive and it also had an insulin flow blocked alarm during a bolus. The customer's blood glucose level was 143 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer reported sweating on the pump while playing tennis. The customer reported that they were unable to clear the alarm. The device will not be returned for analysis.